Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2015 two extract screws were broken during the removal surgery and remained in the recess of the implanted locking screws. The surgeon was able to remove all the implants including the remained extract screws by three carbide drill bits. There was a report of a thirty minute surgical delay. This report is for 2 unknown locking screws. This report is 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown locking screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.